Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city: (B)(4). Patient country: netherlands.

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On (B)(6) 2024, it was reported that the patient faced tape was not sticking whereas tape of the infusion set let loose. The patient while during the activity with water (swimming) the tape is letting loose and the infusion set comes out of the body. No further information available.